Manufacturer narrative:
Additional component: lvad pump- (B)(4), catalog # 1104, MFR date: 02-28-2016, exp. Date: 02-28-2018. (B)(4). Method: analysis of data log(s). (B)(4). Manufacturing review. (B)(4). Actual device not evaluated. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion: device not returned. (B)(4). The controller (B)(4) was returned for evaluation, but the pump (B)(4) was not returned. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the controller passed visual examination and functional testing. The reported event was confirmed via review of the log files which revealed multiple controller power up events on (B)(6) 2016 without associated motor starts indicating that the pump failed to restart. The pump finally started at 11:59:37 on (B)(4) . There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Note: the lvad pump will be returned under (B)(4) and MFR 3007042319-2016-02959, patient experienced a similar event on (B)(6) 2016. The manufacturer is currently investigating events related to pump not being able to restart. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient's extension line was disconnected on (B)(6) 2016 for physical therapy. The patient was mobilized by the physical therapist. Approximately 10 minutes after physical therapy had ended, the patient suddenly had a pump stop. Speed shown on the display was 300 rpm and the pump did not start. The controller was replaced and the pump still did not restart. The lavare cycle was switched on and off and the speed was increased. All these changes also did not start the pump. Connections were checked (battery, pump, monitor) after the extension line was removed and the connections were verified by the vad coordinator. All connections were also checked when the pump was stopped and no failures was found at that time as well. The connection on the pump to the controller did not have any bend pins or contamination. After approximately after 15 minutes, the pump restarted itself. The patient was currently in the ICU being ventilated prior to the event and remained there after the event.